Event description:
On (B)(6) 2015, dentist reported the case of a patient who required endodontic treatment. This patient, a (B)(6) male, had a crown made from 3m espe lava ultimate cad/cam restorative for cerec, which was seated on (B)(6) 2012. Prior to placement of the lava ultimate crown, the tooth was noted as having a large filling with decay. Sensitivity led to the root canal, which was performed on (B)(6) 2014.